Event description:
Pre-operative, a patient's abdomen hair was trimmed with surgical clippers. During trimming, scratches were noticed to appear as a result of the surgical clippers. Trimming stopped. Upon inspection, the disposable clipper blade was found to have missing teeth creating a jagged surface.